Event description:
Due to frequent stooling, pt needed to be changed frequently. Assigned rn was at bedside cleaning patient with all 4 siderails up. When rn instructed patient to turn to other side, while pt holding on to siderail, the siderail fell and pt rolled out of bed and fell to the floor.